Event description:
Injection site bleeding [injection site hemorrhage]. Case description: non-serious. This case is a spontaneous report from united states referring to a male patient. A consumer's father reported this case. No past medical history, concurrent illnesses, concomitant medications or allergies were reported. In 2007, the patient started therapy with nutropin aq via pen for an unreported indication (dose, frequency and route not reported). The patient continued to receive the drug. Last administration date prior to event onset was not reported. Lot number information regarding nutropin was not reported. Eighteen days later, the patient presented with injection site bleeding (injection site bleeding). It was reported that the patient bleeds sometimes after the injections. The bleeding was noticed to be associated with the speed of withdrawal of the pen device. When the pen was removed slowly, the patient would bleed slightly at the injection site, but when the pen device was removed quickly, the patient would not bleed. Relevant laboratory tests, treatment of event and action taken regarding nutropin were not reported. The event outcome was not known. The reporter did not provide a causality assessment of the event. Injection site bleeding in relation to nutropin aq. Other possible etiological factors were not reported. Additional information had been requested.